Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported via a trial that the device was prepped in the usual manner. There was no difficulty seeing through the loading funnel to confirm that the filter was loaded. During loading of the delivery catheter the filter was half exposed. The physician tried to capture the filter to reload; however, this was unsuccessful and resulted in the delivery catheter breaking in two at the filter end. There was no patient involvement and no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) found no saline visible, consistent with the reported information that there was no patient involvement. The torque device was returned tight on the silver marker of the barewire. The red clip was returned on the handle. The filtration element was not returned loaded into the delivery catheter. The pod was separated 6 mm distal to the marker band as reported. There was a longitudinal tear on the entire length of the proximal portion of the pod. The pod was wrinkled and smashed for a length of 3 mm proximal and 7 mm distal to the separation. There was no other damage noted to the eps. The tip of the barewire was tugged on to confirm that the core and shaping ribbon were intact. Possible factors that may contribute premature deployment include, but are not limited to, inadequate loading of the filtration element, handling of the product, and/or physician technique while exchanging the bare wire or advancing the device. Based on the reported information, it appears that the filter was initially loaded fully into the pod during preparation. It may be possible that additional handling caused the filter to prematurely deploy. Additionally, the damage and separation of the pod appears to be the result of mishandling during the attempt to re-capture the filter manually out of the tray and loading funnel. The product instruction for use (IFU) states: inspect the rx delivery catheter to ensure the filtration element remains loaded properly into the pod at the end of the rx delivery catheter and that the barewire filter delivery wire is not damaged. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, a conclusive cause for the premature deployment could not be determined; however, the damage to the delivery catheter appears to be related to mishandling handling during the attempt to re-capture the filtration element into the delivery catheter pod. As part of the manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.